Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak during a hemodialysis (hd) patient¿s treatment. The patient was removed from the machine and replaced with a new one and completed the treatment. Upon follow-up, the rn confirmed the blood leak was internal and occurred fifteen minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There was one photo provided. The photo shows a dialyzer laying on its side, with blood tinged fibers (indicative of blood coming in contact with the dialyzer during normal use) and blood tinged fluid can be seen within the blood lines. However, there does not appear to be blood on the outside of the fibers. There was no damage or irregularities noted that would indicate an internal leak occurred based on the photograph. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint was reported by the same clinic as the current event and addresses an external leak during prime (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak during a hemodialysis (hd) patient¿s treatment. The patient was removed from the machine and replaced with a new one and completed the treatment. Upon follow-up, the rn confirmed the blood leak was internal and occurred fifteen minutes after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.